Event description:
Reporter called to report that she brought bloodless, and painless glucose meter for her boyfriend on (B)(6). The reporter states that she believes the meter is not measuring correctly and that she has tested the device on herself, preforming fasting, and after metal glucose test. She felt comfortable doing such test on herself because of her past medical background in pharmacy. Reporter believes that this device is a scam and it cost (B)(6). Reporter was able to return the device.